Event description:
The customer reported the system froze up (locked up). The customer used another c-arm to continue with exams. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested, found to be working as intended and returned to service.